Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the needle did not deploy the cannula when the pod was activated, indicating a needle mechanism failure. The pod was worn for less then an hour. No impact to the patient's blood glucose levels was reported.